Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a syringe of juvéderm vollure¿ xc, "popped open and exploded during the injection." Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.

Manufacturer narrative:
Device analysis:1 full syringe of 1.0ml received in opened tray. Received with cap and with 2 needles. No defect observed at the 3mm luer lock but white particles are observed in the gel. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a syringe of juvéderm vollure¿ xc, "popped open and exploded during the injection." Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.

Manufacturer narrative:
Additional data: c., g.1., h.6.

Event description:
Healthcare professional reported a syringe of juvéderm vollure¿ xc, "popped open and exploded during the injection." Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.